Event description:
Device report from synthes reports an event in japan as follows: it was reported that on an unknown date, the patient underwent an unknown surgery with the fns plate. Procedure was completed successfully without any surgical delay. After the surgery, femoral head osteonecrosis was confirmed. On (B)(6) 2023, the fns plate will be removed, and a tha will be performed. No further information is available. This report is for one (1) 5.0mm ti locking scr slf-tpng w/t25 stardrive 40mm-sterile. This is report 4 of 4 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot: product code: 412.214s, lot no: 878p420, manufacturing site: mezzovico , release to warehouse date: 30 jun 2022, expiration date: 01 jun 2032. A manufacturing record evaluation was performed for the sterile finished lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.